Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: an invalid lot # of 21b15-t was provided by the initial reporter.

Event description:
It was reported that the bd neutraclear needle-free connector experienced leakage. The following information was provided by the initial reporter: the white plug is unscrewed membrane plug and the caspofungin infusion on easypump is applied to the membrane plug on the patient's cvc, and within a few minutes drips moderate amounts of caspofungin from the collection by cvc node.

Manufacturer narrative:
Investigation summary: an el-nc1000 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21b15-t. The customer has reported that leakage was observed from the neutraclear following connection to an unknown cap; additionally the customer also stated that a second product was connected to the cap, after which the piston of the neutraclear was identified to be recessed. The details of this feedback were forwarded to the legal manufacturer of the product, cair lgl for investigation. A review of the production records from lot 21b15-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. However, please note the directions for use (dfu) for the neutraclear valve states "neutraclear® is compatible with all male luer simple or lock certified iso 594 which internal diameter is larger than 1,5mm"; use of a male luer with an internal diameter smaller than that specified may result in damage to the internal needle of the neutraclear; difficulty in connecting to the neutraclear valve; flow restriction; or damage to the male luer of the connecting product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the neutraclear component in the past 12 months.

Event description:
It was reported that the bd neutraclear needle-free connector experienced leakage. The following information was provided by the initial reporter: the white plug is unscrewed membrane plug and the caspofungin infusion on easypump is applied to the membrane plug on the patient's cvc, and within a few minutes drips moderate amounts of caspofungin from the collection by cvc node.